Event description:
Defective cpu board (cpu board found in a formatted state with no sn configuration).

Event description:
Device history record was reviewed, no event linked to the reported event was observed. Device log review could not be performed as the device could not be powered on. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external or internal inspection. However the device could not be powered on which confirms the reported event. Upon investigation, it was identified that batteries were fully depleted likely due to the device being overused or left unused for a very long period of time which in both cases affected the functionality of the battery. It was also noted that the cpu board was in a formatted state and did not have the device serial number configured in it. The root cause has not been confirmed but it seems that it could be linked to a failed software upgrade attempt back in october 2019 which corrupted the cpu board. Nevertheless a new configuration was carried out with this same cpu board and once new battery was replaced the device worked as expected. To our knowledge, this complaint is not being related to patient safety. This complaint is due to misuse. No action was initiated for this issue as per our local procedures.